Event description:
It was reported that the device failed barrel clamp test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Correction: e2, e3, d8, g2 additional information: h3, h6, h7, h9, h10 a review of the complaint history record in was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the pca clip sizer sensor assembly. A review of the device history record showed the device had a manufacture date of 23jun2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device failed barrel clamp test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The device has not been received.

Event description:
It was reported that the device failed barrel clamp test. No additional information was provided. There was no patient involvement.